Event description:
New information was received that this device will be placed in a doo electrocautery mode so that the left ventricular lead will continue to pace in the left ventricle. Until the right ventricular (rv) lead can be replaced.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
New leads and a new device were implanted. As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient has been pre- syncopal for several weeks. There is also observed noise on the non boston scientific right ventricular lead that leads to pacing inhibition for an unknown duration. The device programming has been changed to alleviate until the patient gets a new lead. No additional adverse patient effects have been observed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information became available that the fractured non boston scientific ventricular lead was ultimately explanted, and the device was explanted at the same time, due to normal battery depletion.